Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, a defect lens was noticed after implantation but it out side of visual axis not causing any problem. Additional information has been received and stated the refractile foreign body is embedded in the optic outside of the visual axis. There is no excessive inflammation in the eye and the refractive outcome is currently as expected up until this point.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Photos provided showing a white shadow/marks over the pupil. It is difficult to discern the implanted intraocular lens (iol) from the images provided. Due to the quality of the photo, no exact determination can be made on the reported complaint or origin of the observed white marks over the pupil. Based on our observation of the attached photo, a white shadow/marks is observed over the pupil. A definitive determination of damage cannot be made without the evaluation of the physical product, not enough information was provided to complete the investigation. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).